Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Device brand name: not provided. Device catalog/ lot number: not provided. Initial reporter first/ last name, fax number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that an unknown biomet implant was fractured. Fractured parts were removed. Tooth location 8.

Manufacturer narrative:
One unknown 3i implant was returned for investigation. Visual inspection of the as returned product identified that the device was severely fractured. There was bone residue around the external threads due to usage. Since the implant was an unknown biomet 3i device, the investigation was performed based only on known information (i.e. Biomet 3i applicable instructions for use (IFU) and risk file). Functional testing and dimensional analysis could not be performed since the device was fractured. Pre-existing condition noted on the per was high bone density type I. The reported device was located on tooth # 8 and implanted for approximately 7 years. Pictures or x-ray images were not provided. DHR and complaint history reviews could not be performed as the lot or item number associated with the unknown 3i product was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. July post market trending was reviewed and there were no negative trends or corrective actions for the event (fracture). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.